Event description:
Reporter noted anterior chamber collapse occurred during phaco. Doctor exchanged the tubing and resumed operation. Posterior capsule tear occurred after changing the tubing set, while absorbing the nucleus.